Manufacturer narrative:
On 5/29/2019, the mentor failure analysis lab received the device for evaluation. On 6/21/2019, device evaluation was completed: device evaluation summary: during the evaluation of the sample it was observed to be ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side rupture concomitant products: left side; 400cc mentor memorygel breast implant; cat# 3504001bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and was presented breast implant rupture on her right side per MRI on (B)(6) 2019 and confirmed with a mammogram on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.